Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported the patient had surgery on (B)(6) 2016, orif right calcaneus. The patient c/o infection to surgical site. Physical exam noted small erythemic seeping wound to medial aspect of left ankle. He was taken to surgery on (B)(6) 2017 for irrigation and debridement of ankle with removal of two screws.